Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer thought the fill estimate was inaccurate. Reportedly, the cartridge had been filled with 140 units of insulin and insulin gauge displayed a fill estimate of over 60 units. Tandem technical support educated the customer that per insulin gauge calculations, the fill estimate was accurate. The customer reported a blood glucose level of 250 mg/dl. Reportedly, the suspected cause of the elevated bg level was due to the customer consuming a meal. It was confirmed the customer has insulin on board (iob) to address bg level.